Event description:
It was reported that a review was needed of this device after some atrial fibrillation (af) events were seen via remote monitoring, while some markers on the electrocardiogram were misaligned. A review of the data by technical services (ts) noted that this device encountered a marker mismatch condition due to several scans without connection. Ts noted that any reset or telemetry connection will resolved this issue, and the device should be operating normally. No adverse patient effects were reported. This device remains implanted.